Manufacturer narrative:
As stated by the instructions for use, error 4 is an intermittent acoustic signal repeated approx. Every 10 seconds, that indicates a mechanical locking of the pushing unit in the withdrawal phase (it may be for instance caused by a foreign body which impedes its return, in this case the user shall eliminate the cause and initialize the device). In this particular case, the error is due to a motor interruption. The service proceeded with the replacement of the motor. Device evaluated, repaired and returned to the distributor/user. No patient involvement. Note: this MDR is generated as a retrospective analysis, for this reason: some information can't be available at this time (e.g. Patient name, age,weight, etc,); submission date of this report is over 30 days after the date of the event.

Event description:
The customer reported that the pumps's casing was broken. In addition to what had be reported by the customer, the service found out that the pump gave "error 4".